Event description:
A report was received stating a ventilator stopped cycling during ventilation of the patient. There was no harm to the patient reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).